Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor.¿successfully utilized crest and thump to download history files, traces. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on apr 16, 2025 at 5:30:21 due to moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, corroded battery tube, missing display window/cover. In summary, customers alleged pump error 35 was confirmed and caused a critical pump error (open book image) alarm . Pump error 35 alarm confirmed due to moisture damage. Pump exposed to moisture confirmed at pcba 1 and force sensor. Customers alleged cosmetic damage was confirmed at various locations however cosmetic damage was not confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35 (a broken force sensor was detected during seating or regular delivery) and a hairline crack on the pump after swimming. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed for the fluid in the pump. Troubleshooting was partially performed for pump error 35, and the customer was able to clear the error. Troubleshooting was also performed for cosmetic damage, and the damage was on the belt clip, and also found that the damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.